Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Errors 0204, 0800 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported the uom setting of their unlocked freestyle flash meter had changed. There was no report of death, serious injury mistreatment associated with this event.